Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low glucose reading on the abbott diabetes care (adc) device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced dizziness, sweating, and was unable to self-treat. The customer had contact with healthcare professional (hcp) who obtained a blood glucose result of 8.4 mmol/l from hcp meter and administered glucose gel, insulin (dose/type unknown) to the customer for treatment. There was no report of death or permanent impairment associated with this event.